Manufacturer narrative:
(B)(6). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, on "many occasions", the cook cope-loop catheters are being removed from patients kidneys as per instruction for use (IFU), however, the tether at times is left behind in the patient and is then having to be removed. The customer was unable to confirm how may patients were involved with this issue. The patients involved where post-surgery who had the catheters removed in the hospital ward. Remaining tether was removed by nurses by hand. The patient did not require any additional procedures. The patient did not experience an adverse event. Additional information has been requested regarding the event. At the time of this report, no further information has been provided. Update 26nov2018: email sent to area rep ((B)(6)) to follow up on additional information that has been requested. Also requested information on how long stent was in place prior to removal. 26nov2018 (B)(6).

Event description:
No new information has been received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation the complaint device was not returned for an evaluation. No photos were provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of the instructions for use, manufacturing instructions and quality control data. A review of the device history record was unable to be performed as the complaint device lot number was not provided. A review of complaint history for the complaint device lot number could not be performed without the complaint device lot number. According to the instructions for use: catheter placement 9. Important: to avoid breaking the catheter tether, unwind several centimeters of tether from the attached spool and gently straighten the catheter loop. The customer facility was unable to confirm the exact number of instances in which post-surgery patients experienced this issue; they claimed this has occurred more than once. The staff is going to be given another educational session to ensure all is being done per removal instructions. The cause of this event could not be determined. There is no indication that a design process or related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A quality engineer risk assessment concluded no risk reduction activities are required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.